Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrode 2 read as an open circuit during electrical testing and a short circuit was detected between electrode 1 and electrode 2. Dissection revealed that conductor wire 2 was fractured within the deflectable portion of the catheter shaft, consistent with the open circuit detected. The fractured end of conductor wire 2 was noted to contact the spine, consistent with the short circuit detected. Electrode 1 met specification requirements for acceptable resistance values with no open circuits detected.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.